Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported, after a tka surgery had been performed on 2010, the patient complaint of pain. It was determined that a small bit of the superior part of the post had fracture off of the journ art ins bcs std 5-6 rt 9. A revision surgery was performed on the (B)(6) 2022 to treat this adverse event, where the articular insert was explanted. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. The clinical/medical investigation concluded that based on the information provided, the root cause of the reported failure could not be definitively concluded. It cannot be determined that the reported clinical symptom was associated with a mal-performance of the implant or implant failure vs 12-years¿ time implanted or other patient factors. The patient impact beyond the reported pain, scope and the revision cannot be determined. Therefore, no further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed revealed that fracture of implant components has been identified as a possible adverse effect that may occur as a result of trauma, strenuous activity, improper alignment, or duration of service. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported incident could be corroborated as the device was damaged and it was required a revision surgery to treat this event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.